Event description:
A report was received that the patient was experiencing stimulation in non-target area. Database analysis revealed high impedances on both leads. The patient will undergo lead replacement.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2218-50, serial #:(B)(4), description:linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent an explant re-implant procedure. Device evaluation indicated that the leads passed mechanical test performed. Visual inspection revealed both lead bodies had pronounced kinks approximately 5 inches from the distal ends, where the leads appear to have been sutured. Cables were broken/severed at this spot. The fracture sites are 1 cm from the clik anchor setscrew marks. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. The associated anchors and ipg exhibit normal device characteristics.

Event description:
A report was received that the patient was experiencing stimulation in non-target area. Database analysis revealed high impedances on both leads. The patient will undergo lead replacement.